Event description:
It was reported that the patient with this unknown implantable dynagen device experienced bradycardia during a surgical procedure due to pacing inhibition. Of note, electrocautery mode was enabled during the procedure. No adverse patient effects were reported, and this device remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced bradycardia during a surgical procedure due to pacing inhibition. Of note, electrocautery mode was enabled during the procedure. No adverse patient effects were reported, and this device remains in service. Technical services (ts) was consulted and reviewed available device data, noting that in the context of the surgical procedure (lvad implant), multiple non-cardiac sources could have impacted device sensing. However, based on the data, lead integrity evaluation was recommended, as there were episodes showing noise present in the right atrial (ra), right ventricular (rv) and shock channels, as well as out-of-range ra impedance. Of note, the leads are both non-boston scientific products. Information received from the field indicates the physician is happy with the response from ts and will use electrocautery protection mode next time to avoid bradycardia due to noise detection.